Manufacturer narrative:
(B)(4). Insulin pump received with missing segments, partial display due to cracked and bleeding lcd glass. Insulin pump also received with cracked during visual inspection. Unable to perform displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that the lower middle part of the insulin pump screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.